Manufacturer narrative:
B3: date of event: date of event was not provided.

Event description:
It was reported that the device broke, and a piece remained inside the patient. This 8.0x40x135 cm express ld iliac / biliary was reported to have broken and a piece remained inside the patient. Additional details have been requested but are unavailable at this time. It was further reported that during a procedure for an acute type b aortic dissection and occluded celiac artery with malperfusion of the superior mesenteric artery (sma), a non-boston scientific dissection stent was placed extending distally. The sma was still stenosed; therefore, this 8.0x40x135 cm express ld iliac / biliary stent was placed to open the sma origin. Subsequent routine imaging was performed which demonstrated that the stent fractured with one part remaining in the sma origin and the other dislodged distally in the sma trunk. This fractured sma stent was then opposed to the sma wall with balloon angioplasty, and then it was attempted to try to reline the sma stent to trap the piece that migrated distally. The patient did not have any symptoms from this and the sma remained open.

Manufacturer narrative:
B3: date of event: date of event was not provided.

Event description:
It was reported that the device broke, and a piece remained inside the patient. This 8.0x40x135 cm express ld iliac / biliary was reported to have broken and a piece remained inside the patient. Additional details have been requested but are unavailable at this time.